Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not reported any further issues. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and ci for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 84 mmol/l with a repeat result of 141 mmol/l. The initial chloride result was 187.2 mmol/l with a repeat result of 105 mmol/l. The results in question were not reported outside of the laboratory.